Manufacturer narrative:
Intuitive surgical, inc. (Isi) performed failure analysis and found the crocodile grasper instrument to have the plastic proximal clevis broken causing the grip set to be dislodged. As a result of the breakage, there was a piece missing approximately 0.198¿ x 0.339¿. The root cause of the broken proximal clevis is attributed to mishandling/misuse/excessive force.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a crocodile grasper instrument broke off inside the patient when the surgeon grasping with the instrument. The fragment was retrieved in the same procedure by a the backup crocodile grasper instrument, the event was not caused by an instrument collision and the procedure was completed as planned. Intuitive surgical, inc. Made multiple unsuccessful attempts to obtain additional information.